Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in good condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem. Air detector doesn't work properly. The root cause of the issue was unknown. Air detector needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had an air in line. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Section a, section b: additional information received. B5: additional information was received that the event occurred during testing. There was no patient involvement. E1: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The air detector doesn't work properly. The air detector will be replaced.